Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to motor error alarm. The insulin pump has minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 290 mg/dl. The customer stated they had a MRI that day but did not have the pump attached to them while taking the MRI. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.